Event description:
Pt in for an MRI brain with and without contrast. Mridium safe infusion pump with MRI IV secondary pump was present to a rate of 0.2mg/kg/hr for a rate of 2.5ml of precedex. The pump was placed in standby mode awaiting the pt. The pump was started. Rn noticed the pump was making a sound of rapid infusing. Dr asked if we had programmed a bolus - there was no bolus set, the monitoring alarms for the pt's heart rate alarmed with severe bradycardia. The pump rate had jumped to 50mcg/kg/hr at a rate over 600ml/hr. The pump was immediately stopped and disconnected from the pt. The volume infused was approx 52mcg 13.1ml in about 10-15 seconds. Medication given by anesthesiologist for low heart rate. Recovery period after MRI prolonged after another episode of low heart rate was observed. FDA safety report ID# (B)(4).